Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the paramedics were called due to the patient having hypoglycemia while using the infusion device. The patient states around 6:00 pm he ate dinner and gave himself an insulin bolus of 6.0 units. An hour later, the patient's blood glucose level was "in the 240's mg/dl range". The patient then called his trainer and after the trainer reviewed the infusion device it was determined that the basal rates were set at 0.00 units. The patient took an insulin bolus of 13.1 units and then he states his trainer advised him to take a 14.0 unit basal of lantus via injection. The patient went to bed around 11:00 pm and his blood glucose level was "around 200 mg/dl". The patient did not take any more insulin since his blood glucose was coming down. The patient states he was unconscious around 2:00 am, but his wife was able to wake him up briefly and attempted to give him orange juice because the patient was incapable of self-treatment. The patient states he was so incoherent that his wife was unable to get him to drink the orange juice and the paramedics were called. The result on the paramedic's meter was "in the high 20's mg/dl". The patient was treated with glucagon via IV in both arms. The patient was not taken to the hospital. The infusion device is not expected to be returned for product evaluation.